Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one end of one of the coils had broken off, but this was recovered in the abdomen and removed'), pelvic pain ('severe pain/chronic pelvic pain') and device dislocation ('coil recovered in the abdomen and removed.') In a 29-year-old female patient who had essure (batch no. A22175) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, asthma, depression, tooth loss and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), mood altered ("mood changes"), alopecia ("excessive hair loss"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating") and back pain ("back pain"). The patient was treated with surgery (hysterectomy and essure removed). Essure was removed. At the time of the report, the device breakage, pelvic pain, pelvic discomfort, mood altered, alopecia, heavy menstrual bleeding, abdominal pain, dyspareunia, abdominal distension and back pain had not resolved and the device dislocation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device breakage, device dislocation, dyspareunia, heavy menstrual bleeding, mood altered, pelvic discomfort and pelvic pain to be related to essure. Lot number: a22175 manufacturing date:2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one end of one of the coils had broken off, but this was recovered in the abdomen and removed'), pelvic pain ('severe pain/chronic pelvic pain') and device expulsion ('coil recovered in the abdomen and removed.') In a (B)(6)-year-old female patient who had essure (batch no. A22175) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, asthma, depression, tooth loss and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), mood altered ("mood changes"), alopecia ("excessive hair loss"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating") and back pain ("back pain"). The patient was treated with surgery (hysterectomy) and essure removed. Essure was removed. At the time of the report, the device breakage, pelvic pain, pelvic discomfort, mood altered, alopecia, heavy menstrual bleeding, abdominal pain, dyspareunia, abdominal distension and back pain had not resolved and the device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device breakage, device expulsion, dyspareunia, heavy menstrual bleeding, mood altered, pelvic discomfort and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received-lot number added. New event one end of one of the coils had broken off, but this was recovered in the abdomen and removed added. New reporter, lab data, medical history,removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.